Event description:
An endurant iis stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured 70mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 10 mm in length. It was reported that during the index procedure, the stent graft was inadvertently deployed too low causing a type ia endoleak. An endurant cuff was implanted but the proximal type I endoleak persisted. The physician then elected to implant aptus endoanchors. However, the endoleak still persisted. The physician decided to wait and see if endoleak still persists after the heparin reversed in a few days. However, a follow up CT was not performed. Per the physician, the cause of the event was due to the patient¿s anatomy of a short and conical aortic neck. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.